Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient regarding an implantable neurostimulator (ins). The reason for the call was that the patient r eported that "settings not available" appeared while adjusting the stimulation of the ins. Agent reviewed the information and redirected the patient to their healthcare provider (hcp) for further assistance. Additional information was received from the patient (pt). Pt said it was unknown what the cause of the oor message was. Pt stated that an agent had them remove the remote battery but no details were given to them regarding cause. Additional information was received from the patient (pt) stating it took a long time to charge their battery. After troubleshooting, it now seemed to be okay but they still spend a lot of time charging their battery. Additional information was received from the patient. They reported that they have been having issues with recharging their implant. They are not sure the reason why. They have had paddles, remote and most recently the remote battery replaced. They are still having issues. Issue is not resolved, they have an appointment with the healthcare provider (hcp) scheduled.